Event description:
Incident reported as: end user reported a cutting sensation upon insertion and removal of catheter. Upon inspection he reported a burr at the catheter tip that is hard and pointed. The end user experienced bleeding for a few days following the incident. No further information available.

Manufacturer narrative:
Device is not available for investigation. Investigation is ongoing and a follow up report will be sent as soon as is completed.